Manufacturer narrative:
The event description has been updated. The patient was unable to provide further information on the alleged omnipod 5 controller malfunction. The patient was unable to change his sensor and transmitter, and this allegation has been forwarded to dexcom. The patient was taken to hospital due to a hypoglycemia. Medical device lot number and serial number has been updated. Lot release was found to have met all acceptance criteria cloud data is updated as follows: locked down smartphone: lockdown: omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was brought into hospital by ambulance on (B)(6) 2025. The patient alleges the omnipod 5 controller is not working and he was unable to change his sensor and transmitter, which led to the hospitalisation. The device was removed as it was reported to be not functioning, and the patient experienced a hypoglycemic attack. However, the patient was unable to provide further information on the reported device issue. The patient reported the device began functioning after several hours. The patient was discharged on (B)(6) 2025. Dexcom has been informed of the allegation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was brought into hospital by ambulance on (B)(6) 2025. The patient alleges the omnipod 5 controller is not working. The patient was still in hospital at time this malfunction was reported on (B)(6) 2025. No further information on the event was provided. Follow up is being conducted to obtain additional information about this specific incident.